Event description:
Hosp personnel attended to a pt during a cardioversion procedure. The pt was administered 20 joules while in the synchronized mode. The pt was not converted. The defibrillator was then charged to 30 joules and the pt was administered the 2nd countershock in the non synchronized mode. Reportedly the pt went into ventricular fibrillation. The pt was then administered two more countershocks at 200 joules then 300 joules respectfully. The pt was converted. The reporter indicated the operator was not familiar with the equipment and assumed the unit would stay in the synchronized mode unitl manually switched.